Manufacturer narrative:
The device was returned to zoll medical (B)(4) for evaluation. During disassembly of the device to determine root cause, the technician observed damage consistant with customer tampering. Component root cause could not be firmly established due to the observed damage. The monitor board was replaced to remedy the problem. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.